Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the patient had a follow-up appointment in early august. The cause of high impedance remained unclear, but the plan was to replace the lead. Plans were in place to get the patient scheduled for a replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of high impedances and loss of perception of stimulation had not been determined. The healthcare provider (hcp) thought that perhaps it was time to replace the lead but the decision to do so has not yet been confirmed. There were no other plans now for additional surgery. The patient had a post-op appointment scheduled in 2-3 weeks at which time the representative would attempt additional programming. The patient¿s weight was known. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient¿s ins died (B)(4) years old due to normal battery depletion. The replacement was performed and went smoothly without an event. Prior to the ins dying and the replacement, the patient felt stimulation. The impedances were checked post-operation and ranged from 7,000-16,000 ohms. They were rechecked at 3.0v and showed the following results: reference 0: 1: 8639 ohms 2: 16043 ohms 3: 17020 ohms reference 1: 0: 8639 ohms 2: 12025 ohms 3: 15324 ohms reference 2: 0: 16043 ohms 1: 12025 ohms 3: 13934 ohms reference 3: 0: 17020 ohms 1: 15324 ohms 2: 13934 ohms. Reprogramming was performed using electrodes 0/1 with 450 pulse-width, 30-50 hertz, and up to 10.5v. The patient was not feeling stimulation. The patient was currently programmed at 7v and continued to not feel stimulation. There were no related falls or traumas. No further complications were reported.